Event description:
When bravo wireless ph capsule device was deployed by physician, it did not attach to the esophagus. It was retrieved and a second capsule was attempted without success. The same outcome occurred. The procedure was cancelled. No harm noted to the patient. Three independent providers with different patients had the same outcome when attempting to deploy the bravo wireless ph capsule device on different dates ((B)(6) 2016, x 2). With one of these patients, the bravo equipment was taken out of the scope and the bravo probe came loose in the provider's hands. No harm noted to the patients. The company was notified of all of the equipment failures and a rep was sent out of observe future bravo placements. No error in technique was observed by any of the individuals.